Manufacturer narrative:
Correction: describe event or problem: it was reported that bd¿ intima-ii y had a large number of colloidal substances on the needles. This occurred on 5 separate occasions but the date/time and or patient information is unknown. Investigation summary: a device history review was conducted for lot number 7200340. Our records show the reported lot was manufactured in august of 2017, and determined that this is the only instance of either foreign matter or phlebitis being reported occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that bd¿ intima-ii y had a large number of colloidal substances on the needles. This occurred on 5 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ intima-ii y had a large number of colloidal substances on the needles.